Event description:
It was reported that during a supply change the infusion set adhesive would not adhere, leading to multiple failed attempts and discarded teflon insets with 23" tubing, and the user removed the cartridge without rewinding despite education; the event was characterized as a use-of-device problem with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and insulin delivery was ultimately resumed after successful insertion using a set from a different shipment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the issue was associated with user technique during the insertion process. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.